Event description:
It was reported that the stimulator came through the lateral wall of the pocket site on the left buttock. About 1/3 of the stimulator was visible lying outside of the pocket. Pain and edema at the pocket site was also noted. The system was explanted. The patient recovered without sequela.